Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
Physio-control replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio cleared the device's event code log. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.